Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a 40" (102 cm) appx 4.9 ml, admin set w/chemolock¿, 20 drop in-line drip chamber, spiros®, bag hanger. The customer reported that they have noticed that inside the tubing, above the drip chamber, there is a white substance/marking. There was no reported patient involvement, adverse event and harm was not reported as a consequence of this event.

Manufacturer narrative:
Device was received on 10/7/2025. Investigation summary one (1) new. List #011-cl3020, 40" (102 cm) appx 4.9 ml, admin set w/chemolock¿, 20 drop in-line drip chamber, spiros® was returned for evaluation. As received, the set was inspected with uv light, and the presence of solvent at the bond connection with the chemolock and the drip chamber was confirmed. The complaint of particulate matter can be confirmed. The probable cause is due to an errant solvent during manual assembly process in the assembly plant. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Corrective and preventative actions are in process.